Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was unable to perform excessive no delivery test due to prime anomaly. The insulin pump had received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and reservoir tube.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer mentioned after troubleshooting for the no delivery alarm that the insulin pump had cracks. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.